Event description:
The customer reported that the system was not exposing. The field engineer determined that the left monitor was not working, resulting in a loss of the live image. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video and power supply cables, along with all associated connectors, were reseated. The system was then found to be operating as intended.